Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: product ID: 97755-s, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on intermittently when the recharger (rtm) was plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller is acting erratically when trying to charge the implant. Caller stated the controller turns off for no reason or tells them the battery is not charged when it is at 100%. Caller stated they have tried resetting the controller but that does not resolve the issue. Caller confirmed the controller charges to 100% just fine. Patient services walked caller through resetting the controller and inspecting for damage; no visible damage to controller port or the recharger. Caller inserted the recharger cord and saw passive recharge screen. Caller reported seeing the trying to recharge screen with the middle number of 81. Caller then stated that they have been having this issue for the last couple times they tried charging the implant (pt confirmed issue began feb 2024). Pt stated the middle number on passive recharge stayed at 81. Agent asked - pt confirmed they had a recent fall and landed on their back. The issue was not resolved. The patient was redirected to their healthcare provider to further address the implant not charging if the issue persists with replacement recharger. A replacement recharger (rtm) was sent out.